Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak on the right side of the coulter lh 500 hematology analyzer. The volume of the leak was about 150ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed there was a fluid leak from the tubing through pressure valve (pv40). The tubing had popped off of the fitting. The fse replaced the tubing and the leak was repaired. The repairs were verified per established procedures. The cause of the leak was that the tubing through pv40 popped off of the fitting. (B)(4).